Event description:
It was reported that a nasogastric tube couldn't be flushed after placement.

Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. The device history record for lot 30242113 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. Resistance was felt during flushing of solution inside the tubing through the ports. When inspecting the distal end of bolus tip, it appears that it did not have an opening. The ng tube was then cut opened above the bolus tip area and in the middle of bolus tip then found the bolus tip opening portion of the tube was completely sealed or clogged with shiny, whitish material. The root cause has been determined to be related to the manufacturing process. All information reasonably known as of 18 jun 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.